Event description:
Impedances greater than 3600 ohms were read on some electrode combinations. The lead was replaced. Please see MFR report # 3004209178200806110. The new lead was connected to the existing extension. Group impedances were greater than 3600 ohms. Lead and extension impedances were not tested separately to isolate the cause of the out of range values. The patient did not get good stimulation therapy postoperatively. A second revision surgery was planned. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.